Event description:
It was reported by the non-family caretaker that the patient had passed away. The reporter stated that the patient experienced brain death and care was withdrawn 72 hours after the event. The reporter stated on wednesday, (B)(6) 2024 around 4:00pm, she had to call 911 because the patient had trouble breathing. Prior to that, she recalled that the patient was fine in the morning. He got up at around 9:30am, ate breakfast and dosed insulin. It was not specified nor clarified what the cgm reading was at that time. An unspecified time later, the patient vomited and was asking the reporter questions and pointing to something on the floor. The patient was falling asleep, so the reporter assisted him to bed at 10:30am. It was not specified nor clarified whether there were cgm readings, alerts, or alarms on the display device at that time. Around 4:00pm, the patient was noted to be snoring loudly, experiencing dyspnea, and 911 was called. At that time, there were reportedly no cgm readings on the phone display device and a message reading "sensor error wait up 3 hours." Upon arrival, emergency medical services (ems) began resuscitation attempts. The reporter stated no bg was checked at that time; however, it was noted the patient experienced a hypoglycemic episode. The patient was transported to an intensive care unit (ICU). It was not specified nor clarified what medical intervention the patient received. On saturday bronchovideoscope2024, the patient's family withdrew care and the patient died. The reporter alleged that failure to alert the patient to the hypoglycemia because of the sensor error resulted in his death. At the time of the report, the death certificate had not been released and the official cause of death was not finalized. Data was evaluated. Analysis of the data logs indicates that the user wore the last sensor for five days. The last sensor session started on 03/09/2024 at 04:49 pm, with the first estimated glucose value (egv) of 187 mg/dl at 06:54 pm. During these five days, the patient¿s egvs did not exceed the user-set high threshold of 400 mg/dl, but they exceeded the user-set low threshold of 70 mg/dl once on 03/10/2024. The patient¿s egvs were within the user-set target range until 03/13/2024, when the device experienced temporary sensor error at 04:59 pm on 03/13/2024 at 09:20am, the egv was 233 mg/dl when the patient reportedly woke up around 09:30am. From 09:30am to 10:29am, the egv was within the range of 233 mg/dl to 183 mg/dl. The patient reportedly went back to sleep at 10:30am. At 04:00pm, the patient¿s caregiver reportedly found the patient unconscious. Data logs indicated that the patient¿s egv was 204 mg/dl at 3:59pm. The cgm device experienced temporary sensor error from 04:59 pm to 05:09 pm. The device experienced two instances of signal loss lasting over an hour on 03/13/24, from 05:14 pm to 07:09 pm and from 08:34 pm to 12:24 pm the next day 03/14/2024. The last recorded egv of 221 mg/dl was on 03/14/2024 at 02:39 pm. The device experienced temporary sensor error from 02:44 pm to 04:19 pm and the sensor failed due to low counts aberration at 04:24 pm on 03/14/2024. The sensor failed alert was acknowledged at 05:39 pm on 03/14/2024. No device performance data was recorded in the data logs after this time. Data investigation confirmed an alert/notification settings issue due to no alert/notification. Alerts for temporary sensor error and signal loss are default manufacturer settings. It was found that both the temporary sensor error alert and signal loss alert were disabled by the user. Users of the cgm application have the option of customizing alert settings to accommodate their preferences. The user¿s alert settings also indicate that the user disabled the alwayssound and repeat features. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.